Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that the last time she ate and her blood glucose value has been 380, 383, 385,397, 421 and 386mg/dl. Customer states that she was on her other pump when they were setting up her replacement pump. Customer states she was told not to be on her old pump but she left it on. Customer is no longer wearing old pump when her blood glucose value was starting to rise. Customer treated with a manual injection and blood glucose value was 386mg/dl and now blood glucose value was 328mg/dl. Customer states that the insulin has not been exiting the tubing. Customer states that her insulin was showing signs of agitation. Customer declined high blood glucose troubleshooting. Customer states that she was having low blood glucose value like 53, 55 and 56mg/dl earlier in the week. Customer declined low blood glucose troubleshooting. Insulin pump will not be returned for analysis.